Event description:
It was reported that the customer's pump shutdown/reset multiple times due to customer not charging the pump battery. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.